Manufacturer narrative:
B5 executive summary - updated d4 - gtin - corrected PMA/510(k) - g4 - corrected f10 / h6 clinical signs code grid - health effect - clinical code - updated f10 / h6 health impact code grid - health effect - impact code - updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received on 07-nov-2024 stated; ae#2: diplopia ¿ post-procedure diplopia with visual blurring but without sensorimotor deficit. Ae#3: site reported thrombus: the calcarine artery of the right pca requiring thrombectomy with a trevo sr and aspiration. Cec adjudicated the event as minor stroke, ischemic, ipsilateral. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient parent vessel stenosis¿, ¿patient embolus¿, ¿patient vessel thrombosis¿ and ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that on the same day post procedure on (B)(6) 2022, the patient had >50 to <=75% stenosis because of the sharp angel between previously implanted subject flow diverter and basilar artery, the subject flow diverter was not fully open/apposed, balloon was used to assist stenting. On 12mfu dsa (digital subtraction angiography) imaging: same %, most likely due to intimal hyperplasia. The subject flow diverter fully apposed and thrombembolus in the right posterior cerebri artery, which was recanalized with stent retriever on procedural angiographic imaging (dsa). The relationship between the adverse event and the subject device is not available. Adverse event is based on core lab imaging. No additional information available. Update: additional information received on 07-nov-2024 stated that the site reported adverse event (ae)#3: "thrombus: the calcarine artery of the right posterior cerebral artery (pca) requiring thrombectomy with a trevo sr and aspiration." The clinical events committee (cec) adjudicated this event as a minor ischemic stroke, ipsilateral. This sae (serious adverse event) was adjudicated as an sae, and the outcome was recovered on the same day with thrombectomy treatment. The site reported and adjudicated that the relationship between the adverse event#3 and the subject device or underlying condition was possible and not related to other stryker devices, dual antiplatelet therapy (dapt), or disease under study. Also, ae#2 was reported as: "diplopia: diplopia post-procedure with visual blurring but without sensorimotor deficit." This event started on same day post procedure and was adjudicated as a non-serious adverse event and resolved with corticotherapy on (B)(6) 2022. MRI (magnetic resonance imaging) results showed recent ischemic areas, primarily deep bilateral lesions, consistent with the recent embolization procedure. The relationship between the adverse event#2 and subject device or disease under study was adjudicated as possible and not related to other stryker devices, dual antiplatelet therapy (dapt), or to underlying condition or disease.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient parent vessel stenosis¿ and 'patient embolus' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that on the same day post procedure on (B)(6) 2022, the patient had >50 to =75% stenosis because of the sharp angel between previously implanted subject flow diverter and basilar artery, the subject flow diverter was not fully open/apposed, balloon was used to assist stenting. On 12mfu dsa (digital subtraction angiography) imaging: same %, most likely due to intimal hyperplasia. The subject flow diverter fully apposed and thrombembolus in the right posterior cerebri artery, which was recanalized with stent retriever on procedural angiographic imaging (dsa). The relationship between the adverse event and the subject device is not available. Adverse event is based on core lab imaging. No additional information available.

Event description:
It was reported that on the same day post procedure on (B)(6) 2022, the patient had 50 to =75% stenosis because of the sharp angel between previously implanted subject flow diverter and basilar artery, the subject flow diverter was not fully open/apposed, balloon was used to assist stenting. On 12mfu dsa (digital subtraction angiography) imaging: same %, most likely due to intimal hyperplasia. The subject flow diverter fully apposed and thrombembolus in the right posterior cerebri artery, which was recanalized with stent retriever on procedural angiographic imaging (dsa). The relationship between the adverse event and the subject device is not available. Adverse event is based on core lab imaging. No additional information available.

Manufacturer narrative:
The device remains implanted in the patient.